Event description:
Event description guidant received information from the legal department, that an insurance company has filed litigation for medical payments related to this cardiac resynchronization therapy defibrillator (crt-d). Guidant received additional information that this crt-d's battery is depleting faster than expected.